Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01551 addresses the other device. It was reported to boston scientific corporation that two leveen needle electrode's were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the button to engage the array failed to function. A second leveen needle electrode was then used. However, when the button was functioned, resistance was encountered. The procedure was successfully completed with a different manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient over 18 years old. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Manufacturer narrative:
A single leveen needle electrode was received and there is no way to identify from which lot the electrode originated. Therefore, the investigation results are being submitted under MDR report # 3005099803-2010-01550 and 3005099803-2010-01551. A visual examination of the returned device found that the electrode cannula was bent slightly with respect to the handle. The working length of the cannula was measured and found to be within manufacturing specification. Functionally, the array was able to be extended and retracted with slight resistance being encountered. Additionally, two of the array tines were bent which slightly deformed the umbrella shape of the deployed array. In addition, a functional evaluation confirmed that the tines were able to conduct current, indicating proper connectivity of the device. Continuity could be achieved between the handle of the device and the tines of the array. A review of the both device history records (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lots. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01550 addresses the other device. It was reported to boston scientific corporation that two leveen needle electrode's were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the button to engage the array failed to function. A second leveen needle electrode was then used. However, when the button was functioned, resistance was encountered. The procedure was successfully completed with a different manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.